Event description:
It was reported that during the implant procedure, the lead could not reach the target position. The lead fell down to the ground and was contaminated when testing parameter. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.